Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the balloon guide catheter shaft was wrinkled on several places along its proximal, distal shaft length, and also on its middle shaft. It was also observed that there was a hole (rupture) in the balloon and the distal tip was slightly compressed. During functional testing, attempts were made to inflate the balloon, but the balloon could not be inflated. The balloon was leaking due to a hole (rupture) in the balloon. Information available indicated that the balloon catheter was confirmed to be in good condition prior to use. Based on the analysis of the device and information currently available the exact cause for the reported and analyzed issues cannot be determined.

Event description:
The analysis of the returned product found that the balloon catheter (subject device) had a hole/perforation. There was no medical consequences to the patient.